Event description:
It was reported that the insertable cardiac monitor (icm) device was causing the patient pain at the implant site. In addition, the patient reported they are dizzy and nauseated. The patient was referred to the emergency department (ed) by their cardiologist and primary care provider. At the ed they were prescribed medication. Device remains in service at this time. No additional adverse patient effects were reported.